Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: (B)(4) implantable tachy lead (B)(6) 2008.

Event description:
It was reported by a family member that since january the patient has been in atrial fibrillation (af). The patient was shocked anddevice was adjusted. In (B)(6) the patient was shocked while sleeping. After having the device checked the patient was put on a different medication. The device remains in use. No further patient complications have been reported as a result of this event.